Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence as it was reported to have occurred sometime between (B)(6) 2011 and (B)(6) 2011. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that needle deployment was successful as both cuffs captured the needles. However, while retracting the needle plunger to retrieve the suture, the suture knot broke with part of the suture remaining inside the device. A suture knot break during the needle plunger retraction indicated that resistance was encountered and possible contributing factors included, but not limited to, manufacturing deficiencies; however, during testing, the plunger was inserted and retracted successfully without any observable resistance. Anatomical conditions; challenging anatomical conditions which could create resistance to retracting the needle plunger and cause the suture knot to break, however, none were reported. Deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. There were damages observed around the knot, suggesting that after engaging with the anterior needle during needle deployment, the anterior cuff might have been captured within the knot while retracting the needle plunger to retrieve the suture, but this could not be confirmed. Based on the investigation findings, the probable cause for the suture knot break could not be determined. No manufacturing or quality deficiency was detected. A review of these incidents, there does not appear to be any indication of a lot product quality deficiency. A review of the lot history records did not reveal any nonconforming material records for this lot that could have contributed to this reported event.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after needle engagement, the blue rail snapped approximately 1 inch above the white sheath. A second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.